Event description:
Staff was transferring resident from bed to wheelchair and when they turned to lift towards the chair the lift tipped over. After inspection the staff had not opened the legs completely on prior to this transfer. Staff also had the resident's head facing away from the operator instead of facing the operator of the lift as it states in the operating manual. Staff states that she never has read the operating manual for the lift, she has been doing these transfers for 15 to 20 yrs.

Manufacturer narrative:
After inspection of the lift used in transfer it is noted that it be taken out of service due to many parts that this lift needs to have replaced to get it in proper working condition. Administrator took the 2 battery packs to his office so that no one can use this lift now. This lift has been taken out of service as was requested by the distributor at time of inspection. Requested maintenance records were not made available to our distributor at the time of inspection of this lift.